Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
While testing the core impaction drill, it was reported that the device heated up. This event did not occur during a surgical procedure, so there was no patient involvement. There was no user injury reported and no adverse consequences alleged with this event.

Event description:
While testing the core impaction drill it was reported that the device heated up. This event did not occur during a surgical procedure, so there was no patient involvement. There was no user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection, corrosion was found on the driveshaft bearing.